Event description:
It was reported by service report that the fowler was bouncy and would move down with weight on it. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.